Event description:
The following information was received from (B)(4) and is a report by a consumer in the USA with supplemental information from the peritoneal dialysis registered nurse (pdrn) of peritonitis in a homechoice patient (hp). On (B)(6) 2012, the hp was diagnosed with peritonitis. The hp was treated with cefazolin and ceftazidime (dose, route and frequency not reported) the hp stated that they made mistake / touch contamination. Further follow up with the pdrn was done by gpv on (B)(6) 2012. A second peritoneal effluent culture was performed on an unknown date while the hp was still recovering from the peritonitis event. The hp was then treated with cefazolin and linezolid (dose, route and frequency not reported). The hp did not require hospitalization for the event of peritonitis. The hp is recovering and has continued on pd therapy. It was not reported if the hp received retraining on proper aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A batch review could not be performed as the lot number is unknown.